Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and there was no sound. The speaker has been replaced on precaution per current process. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.

Event description:
Philips received a complaint on the mx40 smart hopping patient worn device indicating that the system shows a speaker malfunction error and sound can't be heard. The device was not in clinical use. There was no report of patient or user harm.